Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator system had a heart transplant. During the procedure, the electrode was cut. The electrode and pulse generator will be explanted later. The therapy is now programmed off. The patient needs a MRI but technical services advised it is against product labeling as the electrode is no longer part of a system (it is cut). There were no additional adverse patient effects.